Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter is a patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received: "experiencing increasing and persistent pain and discomfort one year after full knee replacement surgery. My orthopedist who performed knee replacement "suspects" the problem is due "ti" the depuy attune device coming loose. He has ceased using this device due to similar complaints from others. He stated that revision surgery may be required in the future."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.